Event description:
A customer observed mutliple non-repeatable falsely elevated positive troponin I patient results one of which was reported to the floor. A falsely elevated troponin I result could lead to inappropriate physician action. There was no report of patient harm as a result of this event.